Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery with moderate tortuosity and moderate calcification, pre-dilatation was performed with a non-abbott balloon, and a 3.5 x 18 promus stent was placed successfully at the lesion. After stent implantation, a dissection was noted; therefore, an attempt was made to treat the dissection with a 3.5 x 12 promus; however, the device would not cross the lesion. The dissection was successfully treated with a 3.5 x 12 vision stent. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: all star, whisper extra support, prowater. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Dissection is a known adverse event listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.